Event description:
It was reported via repair work order that the height adjustment racks are bent and the legs were catching when raising up and down. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.